Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) hospital. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: communication error message e227. Based on the results of the investigation, a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the event is detectable and preventable by handling the product in accordance with the following instructions for use: "operation manual chapter 3 preparation and inspection 3.8 inspection of the endoscopic system." Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope had a blackout. The issue was identified during inspection for use. There were no reports of patient harm.